Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was presented at the emergency department for suspected pulmonary embolism (symptoms: back pain) after few days of hf sensor implant procedure. Diagnostics performed were resulted normal and the issue was not confirmed. The patient was treated with analgesic. Reportedly the pain resolved and the patient was discharged with no medication change. Reportedly, the patient is a clinical study patient and the issue is not related to the device or procedure.